Manufacturer narrative:
(B)(4). The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported during device implantation, the device did not register a sensing amplitude. The device still did not detect sensing after electrode removal and reinsertion. The electrode was measured with a psa and the values were consistently good. The device was removed and replaced. The patient condition was stable.